Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Customer changed the cartridge and infusion set and received another occlusion alarm during bolus delivery. Customer's blood glucose (bg) level was impacted (400 mg/dl). Customer administered a manual injection to treat elevated bg level, per health care provider recommendation. System check performed with tandem technical support indicated that the occlusion was related to the cartridge. Recommendation was made to change out the cartridge. Customer acknowledged.